Event description:
It was reported to boston scientific corporation that a cold snare was used for polyp removal in the colon during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the snare loop detached from the catheter after the nurse opened the snare. A second cold snare was then used to retrieve the detached loop and completed the procedure. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fully recovered. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Blocks d4 (model number and catalog number) has been corrected. Block d4, h4: the complainant was unable to provide the upn and lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0501 captures the reportable event of loop detached. Imdrf impact code f2301 captures the reportable event of additional device required. Block h11: investigation results: the captivator cold snare was not returned; however, a media analysis was performed, and it was possible to observe that the loop with the cannula was detached. The reported event of snare loop detachment was confirmed. During product analysis, there is not enough evidence to determine whether the issue was induced due to the physician's technique during the procedure or were related to a device malfunction. With all the available information, boston scientific concludes the reported event of was not confirmed. The investigation findings and all information available concludes the most probable root cause is unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a cold snare was used for polyp removal in the colon during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the snare loop detached from the catheter after the nurse opened the snare. A second cold snare was then used to retrieve the detached loop and completed the procedure. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fully recovered. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of loop detached. Imdrf impact code f2301 captures the reportable event of additional device required.